Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed low pace impedance measurements of less than 200 ohms. The lead was surgically abandoned; the device remains in service. There were no additional adverse patient effects reported.